Event description:
It was reported that a homechoice device experienced an unknown technical fault. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues noted related to the reported problem. A visual inspection was performed. Functional testing was performed with no issues noted related to the reported condition. A review of the device history records revealed no issues that could have caused or contributed to the reported event. A service history review showed that the power supply had been replaced during the last servicing of the device, which could have contributed to the reported power issue. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The occurrence date was unknown. The homechoice (hc) has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.